Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the product showed leakage with the needle, as if it had become dislodged from the reservoir, despite apparently having no damage or defect. The status of the product at the time of event was during patient use and there was delay in therapy, however, there was no patient harm.

Manufacturer narrative:
No product samples, pictures, or videos were received for investigation. The complaint of hole in cuff could not be confirmed by the investigation. Without the return of the used sample a comprehensive failure investigation cannot be performed, and a cause cannot be determined. The lot history was reviewed, and no relevant nonconformities were identified that may have contributed to the reported complaint.